Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: four photographs were returned in support of this complaint. Bdj observed returned sample and confirmed there was a slit on the root of the rubber sleeve. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: evaluation of the returned samples confirmed the reported defect. Although a split can be seen in the sleeve it is not possible to determine whether this was created during manufacture of the sleeve or assembly to the needle.

Event description:
It was reported that bd¿ vacutainer¿ multi-sample needles was used and blood leaked inside of the holder. No injury or medical intervention reported.